Manufacturer narrative:
Off label use- acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -12.5/3.5/102 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2022 and (B)(6) 2022, the lens was repositioned due to low vault with rotation. Rotation not resolved. On (B)(6) 2022, the lens was exchanged for a spherical lens. The problem was not resolved. Cause is reported as unknown. Reportedly, "the patient implanted the crystal on (B)(6) 2018, rotated four years later, and still rotated after two adjustments on (B)(6) 2022 and (B)(6) 2022, so the icl of the same model was replaced, and the arch height was still high low, icl replacement performed on (B)(6) 2022."

Manufacturer narrative:
Corrected data: b5: "the reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -8.5 into the patient's right eye (od) on (B)(6) 2022 as a replacement lens to resolve low vault with rotation. On (B)(6) 2022 the lens was exchanged for a same model/longer length lens due to "arch height was still high low" and low vault without rotation. The problem was resolved. The cause of the event is unknown." H6- health effect- impact code: 4628 and medical device problem code: 2923 should be removed. Claim#: (B)(4).